Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) test wells when performing antibody identification in two patient samples known to have a anti-e. Testing was performed on galileo.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id100. The customer did not return product or sample for investigation.it is not possible to rule out the sample as a cause of the event.